Event description:
It was reported diagnostics indicated invalid impedance readings on all contacts for the lead located at the l3 vertebral level. The patient was unable to achieve stimulation with the lead. X-rays were ordered, but the results were not provided to the manufacturer. Surgical intervention was undertaken and the lead was explanted and replaced. Reportedly, effective therapy was restored.